Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead is capped and replaced on (B)(6) 2026. The patient is in stable condition.